Event description:
Choking [choking]. Shock [shock]. Throat is still scratched [throat lesion]. Foreign body in pharynx [brush head came off and went down by throat) [foreign body trauma]. Device breakage (brush bit came off) [device breakage]. Case description: a female (adult) consumer, of unknown age, used an oral-b flexisoft (precision clean) brushhead toothbrush head refill, one application, twice a day, beginning (B)(6) 2009. She reported that on (B)(6) 2009, the brushhead broke (device breakage) whilst in use and entered her throat (foreign body in pharynx). She experienced choking, shock, and scratching to the throat. She was advised by her husband, who was present at the time, to put her finger down her throat. She took alcohol for the shock. Medical history: no information was provided. Concomitant medication: no information was provided. The outcome of the case was: choking and throat lesion - not recovered/not resolved; shock and foreign body in pharynx - unknown; device breakage - not applicable. No further information was provided. On (B)(6) 2009, a product investigation report was received. The analysis detail showed that the brushhead fell off due to external force by dropping the whole appliance with brush fitted. No further information was provided.

Manufacturer narrative:
Lot number provided by the consumer was reviewed and is not identified as valid product lot number, therefore we are unable to proceed with batch retain investigation. Product investigation report on (B)(6) 2010, revealed that the analysis detail showed that the brushhead fell off due to external force by dropping the whole appliance with brush fitted.